Event description:
It was reported to baxter (B)(4) that the fill port cap was missing on one (1) ce intermate lv 100 device. This was discovered before product use; there is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.